Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box,lot #73k1600052. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. No other defects or anomalies were observed. The stapler was received with 23 staples left in the cartridge indicating that at least 12 staples were fired by the end user. Reference (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger the first staple was not able to properly form and release. On the second, third and fourth attempts the staples realigned themselves, formed and released the staples correctly. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must other remarks: be squeezed all the way in." The complaint has been confirmed. However, the 2nd attempt to fire, form, and release a staple was successful. A corrective/preventative action will not be assigned. The reported complaint of "stuck in stapler" was confirmed based upon the sample received. Although the stapler was returned with the staples misaligned, all of the remaining staples in the cover block were able to form and release. It cannot be determined what caused the staples to misalign. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as unknown.